Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment found liquid in the inspiratory tubing. The tubing was drained.

Event description:
The hospital reported that the preoperative checkout failed with a reverse flow and a ventilator failure. There was no reported patient involvement.